Event description:
It was reported that the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had an issue where the image orientation was upside down on a 30 degree scope during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure in the day prior. Customer reported that they were able to complete the procedure by using another endoscope with no patient injury. The customer checked the endoscope the following day while on the call with the isi technical support engineer (tse), who then had the customer installed the endoscope on an arm and confirmed it flips to 180-degrees with no issue noted. Follow-up was later conducted by isi field service engineer (fse), who called and spoke with the reporter. During the phone conversation, the reporter confirmed that she got the endoscope to work and that she would not pull it out of circulation. The reporter further confirmed that she did not have any scope issues the rest of the day. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that she tested the endoscope and did not find any issues. The reporter decided to not return the endoscope to isi for evaluation. The endoscope was then returned to the sterile processing department to be reprocessed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. As reported, the customer was able to fix the scope and that she did not have scope issues for the rest of the day. Fse arrived on site and tested the system with endoscopic simulator. Fse reported that the engagement and intuitive motion were successful. The system was tested and verified as ready for use. Furthermore, the latest follow-up with the robotics coordinator on 09-sep-2022 confirmed the scope will not be returned to isi and that it has been sent back to the sterile processing department to be reprocessed. Per the procedure log review, the following was confirmed: the radical cystectomy with ileal conduit procedure was performed on (B)(6) 2022 on system (B)(4). There was no image or video clip submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the alleged failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.